Manufacturer narrative:
A field service engineer (fse) was dispatched and reseated all circuit boards and connections in the printed circuit board (pcb) card cage. The fse identified a bad connector on the backplane connection in the pcb. The fse replaced the pcb and verified all wash carousel heater connections, which resolved the instrument errors. The fse verified repair per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the access 2 immunoassay system was recovering frequent, but intermittent, wash carousel temperature errors. The customer did not report any injury, smoke, or flames. The fire department was not dispatched during this event.